Event description:
Lap low anterior resection - "after 1 hour operating time the handle was difficult to close and open. After several attempts it was possible to open the cremaillare position. This happened several times. It wasn't safe to use the device anymore therefore another was used." Patient status - "ok.."

Manufacturer narrative:
Note : serial# was not for the incident device model. It was for the generator. Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. During testing of the handle latching mechanism, it was observed that the trigger could get caught in the handle if pulled towards the right when latching and unlatching, confirming the incident experience. The device met all other functional and electrical requirements. The root cause of the incident experience is due to the handle latching mechanism of the device. If the handle trigger component is not completely centered within the handpiece, it is possible for the user to latch the trigger off-center and have the trigger catch on internal handle components when unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, device enhancements are in process which will help prevent the handle trigger from being pulled out of alignment. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.